Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. Reportedly, the usb cable had to be held at a certain angle to successfully charge the pump. Follow up with the customer was confirmed that the pump was able to be charged to 100% with a different usb cable. There was no impact to the customer's blood glucose level. A replacement usb cable was sent to the customer. In addition, the customer reported a pump reset. Reportedly, the customer held down the wake button while the pump was connected to a power source. The customer was not using the pump at the time of the event. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.